Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to rated burst pressure of 10 atm with no leaks or issues noted. A visual examination of the returned device identified that one of the blade and pad was noted to be detached. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the inflation and deflation were performed at 1atm within 5 seconds. When the device was removed from the sheath, a pressure was applied outside the patient and was noted that only three blade was attached to the balloon. An echocardiogram revealed that the blade was stuck in the brachial vein valve. The fragment was removed surgically. No patient complications were reported.

Event description:
It was reported that the blade was detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the inflation and deflation were performed at 1atm within 5 seconds. When the device was removed from the sheath, a pressure was applied outside the patient and was noted that only three blade was attached to the balloon. An echocardiogram revealed that the blade was stuck in the brachial vein valve. The fragment was removed surgically. No patient complications were reported.

Manufacturer narrative:
E1: (B)(6).